Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an ansm which reported the following information: a healthcare professional (hcp) reported on behalf of the customer whose adc device "needle remained in place on the device when it should have been removed." The customer removed "the device with the needle still on it" for treatment. There was no report of death or permanent impairment associated with this event.